Event description:
Front right head pin slipped out of the patient's head during surgery. Procedure was stopped, patient taken to scanner to reposition the frame. Patient was returned to or and procedure completed. The patient was not injured.